Event description:
On (B)(6) 2023 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 during a tubing replacement, the removal of the intestinal tube was complicated by a bezoar. The tube was positioned a 4 from the pylorus.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 12 mar 2026: on (B)(6) 2025 during a tubing replacement, the removal of the intestinal tube was complicated by a bezoar. Both the peg tube and j tube / intestinal were replaced.

Manufacturer narrative:
Additional information received on 12 mar 2026: b3, b5, and d6a. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.